Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10k05047 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of break in aseptic technique and peritonitis with culture positive for vancomycin-resistant enterococcus(vre) in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced stomach pain and was later diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. The action taken with dianeal therapy was not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse reported on an unreported date, the patient experienced a break in aseptic technique which resulted in peritonitis. Treatment included administration of antibiotics (drug name, dose, start/stop date, frequency, and route not reported). The outcome of the event of break in aseptic technique was not reported. Dianeal therapy was ongoing. The nurse did not provide an opinion of causality for the event of break in aseptic technique.